Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection of the set showed a tear in the silicone segment below the upper fitment. No crush marks or tool marks were observed around the upper fitment. There were no damages or other issues observed on the remainder of the set. Functional testing and pressure testing confirmed fluid leaking from the tear. The root cause of the leak was a tear in the silicone segment. The cause of the tear is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking from a hole in the pump segment of an IV tubing during a tpn infusion, dosage and rate not provided. It was noted that there was significant leaking onto the floor and no patient harm.